Event description:
A 22g IV in the left foot of a pediatric patient had been stuck multiple times. Got a great flash and while attempting to advance the IV catheter, it bent and twisted. IV was unsuccessful.